Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Clinical study patient. (B)(4). On (B)(6), 2009, an elevate anterior device was implanted. Additional information on (B)(6), 2011 indicates that the anterior mesh is palpable, which provokes mild pain. This is device related. There has been no intervention. The event status is continuing.